Event description:
It was reported that the patient passed away due to malignant, refractory rhythm disturbances. The patient suffered from refractory, malignant rhythm disturbances which lead to the outcome at least. The patient did receive medical optimization, cardioversion, and defibrillation as treatment. No device related issues were mentioned and/or were related to the disturbances. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient expired in an external hospital so the details related to the patient's passing were less details. Symptoms were not provided, but the patient did receive medical optimization, cardioversion, and defibrillation as treatment. The type of arrhythmia was not provided, and it was unknown if the patient had a history of arrhythmia.